Manufacturer narrative:
Manufacturers ref# (B)(4) summary of investigational findings: the filter became detached from the jugular introducer system prior to being released resulting in the filter being deployed in an incorrect position. The filter was removed with a snare and another filter was placed. The complaint reported by the user was confirmed. The complaint is confirmed based on visual and/or functional inspection. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Images were returned for evaluation. The image was reviewed by clinical personnel and the following was determined: a fluoroscopic video at time of inferior vena cava (ivc) filter placement starts with the ivc filter already detached from the deployment mechanism. Somewhat peculiar is the deployment device and sheath are caudal to the top of the ivc filter, suggesting the filter may have been pushed out of the sheath instead of retracting the sheath. If this did occur, this could have placed abnormal forces on the detachment mechanism resulting in premature release of the filter. A venogram performed demonstrates the ivc filter in stable configuration. There is an insignificant rightward tilt, but this results in the hook of the ivc filter abutting the wall of the ivc. The filter feet are implanted caudal to the renal veins and do not appear to extend to the left wall of the ivc. There can be many explanations for the perceived clustering of the filter feet, but usually this is caused by the oval configuration of the ivc, especially if patient is hypovolemic, and the filter feet engaging with the anterior/posterior walls of the ivc before fully expanding laterally. In addition, the indication for the ivc filter placement was for ¿kidney thrombosis¿, so the presumed intended location of implantation should be cranial to the renal veins, not caudal. This ivc filter was removed and replaced with another ivc filter, of which an image was not submitted for review. The uni-celect system unfortunately allows the introduction of user error into loading the ivc filter onto the jugular deployment mechanism. Potentially, the ivc filter hook was not completely captured by the deployment hook. Another possibility was the safety was not fully engaged, or the deployment button was partially engaged resulting in premature detachment. Unless the deployment system was non-functional on the back table, this incorrectly deployed filter was likely caused by human error in transferring the ivc filter from the femoral to jugular deployment system. Fortunately, it was retrieved and replaced with an ivc filter in the appropriate configuration. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. The review of the relevant manufacturing records confirms the failure has not previously occurred for this manufacturing lot. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is no evidence to suggest that the user did not follow the instructions for use and/or label. A definitive cause could not be determined from the investigation. Possible causes may include that the filter hook was not completely captured by the deployment hook during reload from femoral to jugular introducer, the safety was not fully engaged, or the deployment button was partially engaged resulting in premature detachment. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): k233680. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the filter (celect platinum filter) was transferred from the femoral introducer to the jugular introducer. When the filter was introduced and released from the introducer system, the filter hook detached. As a result, the filter was released inside the patient in an incorrect position, requiring the use of a clover snare vrs-6.0-90 for its removal. Patient outcome: the procedure had to be repeated again with a new filter.